Manufacturer narrative:
(B)(4). Device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had inadequate iodine. The iodine leaked out of the minicap into the packaging. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 3 of 4 involved in this event.

Manufacturer narrative:
(B)(4). Additional information: mfg. Date: 7/14/14 ¿ 7/18/14. The device was returned and an evaluation was completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and detected the presence of iodine on the sample. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.